Event description:
Rptr states, "I saw an error on my surestep meter many months ago, but I don't remember what it was." She states that if the error was er1 it might be due to not being able to get "enough blood on the strip." The highest blood glucose the rptr has ever received was at her diagnosis, the result was 337 mg/dl. Since diangosis the rptr has not received a result greater than 119 mg/dl.